Event description:
On (B)(6) 2013, an arthroplasty hip revision was performed. Pre-op antibiotics administered, ancef, 2 g, IV. The transverse acetabular fracture was exposed. Following debridement of scar tissue and nonunion tissue, dbx was injected into the pelvic discontinuity or transverse acetabular fracture area. Cancellous chip bone graft was then reverse reamed into the acetabulum and an acetabular component was inserted. A continuum cup was inserted and secured. Following realignment of the leg with hip and rotation checks, the wound was closed and dressed. Surgery made more complicated and lengthy due to morbid obesity. Pt was discharged on (B)(6) 2013 on amoxicillin alternating w/ clindamycin every 14 days. On (B)(6) 2013, pt reported some drainage from wound and having some pain, reports no fever or night sweats. Exam notes a right hip wound, healing well with the exception of 2 small areas, both with scant clear drainage, very mild erythema in the surrounding tissue on the distal aspect. Pt still on antibiotics. Pt was admitted and an I and d was performed (B)(6) 2013. Antibiotics (2 g, ancef and 1 g vancomycin) were administered IV after culture specimens were obtained. As soon as fascia was incised, a large amount of purulent fluid was encountered that communicated directly with the hip components. All nonviable appearing tissue was debrided. The hip and joint were thoroughly irrigated with copious amounts of ns infused with bacitracin and polymyxin. The femoral head and acetabular liner was changed out. Post-op antibiotics: vancomycin, rifampin, and zosyn pending culture results. Pt was discharged (B)(6) 2013 on IV vancomycin and po rifampin. On ( B)(6) 2013, switched to minocycline and then to doxycycline on (B)(6). On (B)(6) 2013, pt c/o 6 days worsening hip pain, continued oral abx. On (B)(6) 2013, arthroplasty hip prostalac cement stem (right) (revision of total hip arthroplasty with hw removal and placement of prostalac spacer) was performed. There was gross purulence present in hip. Fascia lata repair failed and there was easy access into the hip with a large amount of purulent material filling the space. Performed maximum debridement of infected-appearing and necrotic tissue along entire fascia lata. On (B)(6) 2013, pt discharged. On (B)(6) 2013, healed wound, no signs of infection, on po minocycline until (B)(6) 2014. Reason for use: arthroplasty hip revision.